Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the flex circuit was damaged, the device as overheating and made excessive noise. The device also failed pre-tests for hand control, handpiece temperature, air pump, noise and motor thermistor. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device the flex circuit was damaged, the device as overheating and made excessive noise. The device also failed pre-tests for hand control, handpiece temperature, air pump, noise and motor thermistor. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.